Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
Boston scientic received information that this device, implanted with another manufacturer's right atrial lead, exhibited pacing impedance measurements greater than 2,000 ohms. The pocket was reopened and the lead was reconnected to the device. Acceptable measurements were then observed. No adverse patient effects were reported.